Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2017 and (B)(6) 2017 using the coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) sometime after second treatment. The patient was diagnosed with pah in the upper abdomen on (B)(6) 2017. The pah was described as firmer than that of surrounding, untreated fat. The tissue was rubbery in consistency and shaped in the form of the applicators.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2017 using the coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) sometime after second treatment. The patient was diagnosed with pah in the upper abdomen on (B)(6) 2017. The pah was described as firmer than that of surrounding, untreated fat. The tissue was rubbery in consistency and shaped in the form of the applicators.